Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the ins was being charged stimulation would shut off, and the icon on the recharger would show stim was off. The patient would have to manually turn the ins back on. Some days it is fine and some days the ins would turn off every few hours. The caller stated sometimes it would turn off in the middle of the day and other times stay on for more than a day, and this was inconsistent, it would work then not work. The patient reported this happening the previous night and stated it started about a month ago. The patient currently checks the ins throughout the day, and at least one time will find it is off. The patient is careful not to touch the ins on/off buttons on the recharger. The patient also reported slow recharge despite adequate coupling of 6/8 or 7/8. The caller believed the recharger was "shorting out" and needed to be replaced. The patient spoke with a manufacturer's representative (rep) who suggested another recharger be tried. It was reviewed that the recharger appeared to be working, and the patient can charge with stimulation off as well. The caller reported that the rep told them that it turns off when the ins is fully charged. The caller stated the patient took it off when he was fully charged and the next day they put the recharger back on and stim was on. It was reviewed that if the ins battery charge level is too low stim may turn off. The caller stated the battery was at 50%. It was reviewed that the recharger was unlikely to be the cause of this issue, and the patient should follow up with the rep or healthcare provider (hcp). Patient was issued a new recharger. The caller also reported that though the patient had been doing great since (B)(6) 2017, the ins went from working great to nothing in 24 hours. It was reported that this happened around the time of the charging and stim output issues. The patient was not getting good pain control, and the patient has trouble walking, as if the patient doesn't have the ins. Even if the ins was 50% charged the patient would need assistance getting to another room. It was reported that the patient almost fell, was in pain, and the therapy was not effective, and when they saw their hcp the hcp noticed that the patient looked terrible. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that from a manufacturer's representative (rep) stated the patient needs charging daily because of programming, it was stated the patient has high density programming at a rate of 1000 hz. The patient had been seen on (B)(6) 2018 for reprogramming. The rep stated that the patient relies heavily on family members for assistance with the device due to diagnosed dementia. The rep stated that the report that the ins was dead at the last reprogramming session was correct, and the ins was clearly discharged. The rep also reported with regard to the lack of therapeutic effect that it was "a moving target" and there are some days where the patient does well and others where he does not, and the rep will try different programs to resolve these changes in therapeutic efficacy. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was having problems with the unit; it was not working anymore. It was reported the patient met with the rep on (B)(6) 2018 to check the leads and do reprogramming but when the rep checked the ins they told the patient the ins was dead. However, when the patient got home shortly thereafter the recharger indicated the ins was charged to 15%. It was further reported that the issues with the device not working was a gradual thing. It was also reported the patient went from walking their dog to the car to getting into a wheelchair. They also reported the battery would go dead after 4-5 hours, and the unit would sometimes be working fine and other days it wouldn't work. During the visit with the rep, the rep asked if the patient has been using their programmer. The caller reported the patient does not have a programmer; they only have a recharger. They requested to have the rep contact them so they could get the programmer they were never given. An email was sent to the rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins was unable to be recharged, and stimulation could not be turned on. The patient was able to get 6-8/8 coupling, and would leave the recharger running all day but the charge level would not increase. The caller stated they were working with a manufacturer's representative (rep) regarding the issue, and the rep did not think the ins needed to be reprogrammed. The caller was able to start a charge session on the call and it was reviewed that stim could be turned on when the charge level was above 25%. The caller stated stim would shut off even when the charge level was at 75%. It was determined that this was due to the ins depleting as the caller stated it was draining very quickly. The caller stated it used to go 24 hours between charge sessions but now was depleting sooner. The caller mentioned the patient's pain level had been increasing and the patient was now in "excruciating pain." The caller further stated the patient's doctor had prescribed him pain medicine so he could go back to bed and he is already on morphine and norco. The caller reported that when they saw the doctor, the doctor said the patient looked pale. The caller stated she was the patient's caregiver because the patient had dementia. It was reviewed that symptoms should be discussed with the patient's healthcare provider (hcp), and a rep would be contacted for further troubleshooting. There were no reported complications and no further complications were expected.